Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. Product ID: 3389s-40, lot# va0qwh1, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va0t1kx, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) via the healthcare provider (hcp) reported that the patient had an infection and the system was explanted and discarded on date notified. The issue was resolved at the time of the report and there was no further information given. Indication for implant is parkinson's.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.